Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had first revision due to poly wear done on 2015. Doi: (B)(6) 1997; dor: (B)(6) 2015; affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative:

Event description:
Doi: (B)(6) 1997: records indicate the patient received a primary right hip to treat degenerative arthritis secondary to a childhood history of ¿septic hip¿. The surgeon notes the patient was implanted with a replica stem that was designed for the left hip because of the advantage of a retroversion for the neck to gain additional stability. The patient received a sector cup, polyethylene liner, and 28-mm femoral head. The procedure was completed without complications. Part/lot information was not provided. Dor: (B)(6) 2015: records indicate the patient received a head and liner revision to treat walking difficulty, pain, discomfort, and synovitis secondary to polyethylene wear. Upon entering the joint, the surgeon encountered significant synovitis and evidence of polyethylene debris in the joint.